Manufacturer narrative:
The nxstage one user guide includes allergic reaction as a potential risk associated with dialysis and also includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
On (B)(6), 2015 the htn reported a (B)(6) female patient who experienced an anaphylactic reaction within seconds of beginning their first treatment on the nxstage system one. The patient was transported to the hospital and received epinephrine intramuscularly (im) and solu medrol intravenous (IV). The patient remained under observation and was released on (B)(6), 2015.